Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in joints"), migraine ("migraine"), cognitive disorder ("cognitive impairment"), tendonitis ("tendinitis"), sleep disorder ("sleep disorder"), depression ("depression") and fatigue ("post-operatively at 1 month strong fatigue (tiredness)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, migraine, cognitive disorder, tendonitis, weight increased, sleep disorder, depression or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. The most recent information was received on 29-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010, she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in joints"), migraine ("migraine"), cognitive disorder ("cognitive impairment"), tendonitis ("tendinitis of the right hip"), sleep disorder ("sleep disorder"), depression ("depression") and fatigue ("post-operatively at 1 month strong fatigue (tiredness)") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the tendonitis and fatigue had not resolved. The outcomes for pelvic pain, arthralgia, migraine, cognitive disorder, weight increased, sleep disorder and depression were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, migraine, cognitive disorder, tendonitis, weight increased, sleep disorder, depression or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: ha provided follow-up information: removal date of essure was amended to 14-mar-2023. Period of onset was in early 2010. Clinical sequelae and current status of the patient were fatigue and tendinitis of right hip. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in joints"), migraine ("migraine"), cognitive disorder ("cognitive impairment"), tendonitis ("tendinitis"), sleep disorder ("sleep disorder"), depression ("depression") and fatigue ("post-operatively at 1 month strong fatigue (tiredness)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, migraine, cognitive disorder, tendonitis, weight increased, sleep disorder, depression or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.